Event description:
The lay user/patient contacted lifescan (lfs) customer service on (B)(6), 2010 alleging that she developed symptoms after her onetouch ultra2 meter started to give her inaccurate low meter readings. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. According to the patient, the reported issue first occurred on (B)(6), 2010 at 3:36am. The patient obtained "22 and 86 mg/dl" from her subject meter, which were reported to be inaccurate low compared to an "86 mg/dl" obtained on another meter: the results were obtained within a 30 minute time period. Based on statistical methodology, the calculated difference of these results exceeded the expected value of <=30 mg/dl. She claimed that 4 hours after the reported issue occurred, she developed symptoms of weakness, sweating, "low blood glucose," and "hard to think." Details about what happened after she obtained the meter readings and when she became symptomatic was not provided. It is unknown if she tested while she was symptomatic and if she received treatment for her symptoms. It was noted that the patient had taken 1 unit of novolog approximately 4 hours before the reported issue began ((B)(6), 2010 at 11:30pm); however, it is unknown if this insulin dosage was adjusted based on her previous meter readings. It would be helpful to obtain additional information about what happened before her symptoms began, such as her previous meter readings, her diet, and activity levels. According to the customer service troubleshooting, the patient was unable/unwilling to perform a control solution test on the phone. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k) # is k053529.

Manufacturer narrative:
Lifescan re-evaluated complaint and determined that there was no indication that the product contribute to the alleged injury since the patient suffered from symptoms suggestive of hyopglycemia and reported inaccurate low meter readings. However, this complaint is still being reported because the alleged meter readings did not meet lifescan's accuracy criteria.

Event description:
The account alleged the bed's hydraulic pump runs all the time and is not moving any bed functions.